Event description:
It was reported the 5500cv ultrasound system was not available during a critical procedure. During an unspecified procedure involving a catheter, the touchscreen froze. There was no patient or user harm associated with this event. No additional information is available. Philips has started an investigation, and upon completion, a follow up report will be submitted.